Manufacturer narrative:
A medwatch report (B)(4) was submitted by the customer.

Event description:
It was reported by a customer on (B)(6) 2011 nothing happened when the laser was fired. Per the customer, when the fiber was re-connected, there was no aiming beam. The customer reported the fiber was disconnected at the point of connection to the laser system.